Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+3.0/139 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for an alternate same size lens placed on a different axis due to low vault. The problem was resolved. The cause of the event is listed as unknown. The surgeon states, "changing orientation to make vault higher."